Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device from the customer. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an iw934 cosycot infant warmer had a cracked leg during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the base of the complaint iw934jeu baby control cosycot infant warmer was not returned to fisher & paykel healthcare in (B)(4) for investigation however photographs were provided by the healthcare facility. Our analysis is accordingly based on visual inspection of the photographs supplied by the healthcare facility, previous investigations on similar complaints and our knowledge of the product. Results: visual inspection of the photographs revealed a crack near the centre of the plastic base column. The photograph also showed that the subject infant warmer was loaded with two large gas cylinders. A lot check revealed no other complaints of this nature for lot number 071205. Conclusion: cracking of the cosycot infant warmer plastic base can occur from overloading. In this instance, the approximate combined weight of the infant warmer unit and its accessories possibly exceeded the recommended maximum load. The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked plastic bases, fph states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user.

Event description:
A healthcare facility in california reported that an iw934 cosycot infant warmer had a cracked leg during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are still currently in the process of obtaining the complaint device from the customer. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an iw934 cosycot infant warmer had a cracked leg during use. No patient consequence was reported.